Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.

Event description:
Information received indicates the brake is not holding and the casters are ratcheting from side to side.